Manufacturer narrative:
(B)(6). (B)(4) needle detachment.

Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using a capio open access suture capturing device, the needle detached inside the patient. The physician retrieved the needle and completed the procedure with this capio device. There were no complications to the patient, who was stable at the conclusion of the procedure. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.